Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was used. Air bubbles were observed in the sheath. The sheath was replaced with a non-boston scientific sheath, and a non-boston scientific radiofrequency (rf) ablation catheter was used with that sheath to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis due to disposal. It was further reported that the sheath exhibited air bubbles in the shaft and the flushing line once it was reinserted after mapping to perform additional ablation applications with the farawave catheter. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. It was not disposed of as previously reported.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath failed leak testing due to hemostatic valve leak during positive pressure testing, failure to seal vacuum pressure within the device, and a steady flow of air was observed to be drawn into the syringe during aspiration testing. Removal of the handle cap to inspect the internal components found the internal hemostatic valve to be torn on the inner face by the center slit, resulting in the loss of the ability of the sheath to seal pressure or fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was used. Air bubbles were observed in the sheath. The sheath was replaced with a non-boston scientific sheath, and a non-boston scientific radiofrequency (rf) ablation catheter was used with that sheath to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis due to disposal. It was further reported that the sheath exhibited air bubbles in the shaft and the flushing line once it was reinserted after mapping to perform additional ablation applications with the farawave catheter. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. It was not disposed of as previously reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was used. Air bubbles were observed in the sheath. The sheath was replaced with a non-boston scientific sheath, and a non-boston scientific radiofrequency (rf) ablation catheter was used with that sheath to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.